Manufacturer narrative:
The device was returned to smiths medical. The device leaked from the tank cover confirming the customer complaint. It was determined that the customer overtightening the tank cover screws, leading to the problem. No action taken due to the age and condition of the device. It is deemed beyond economical repair and was scrapped. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Oracle ro (B)(4): it was reported that the device was leaking. No patient injury was reported.